Manufacturer narrative:
D4 - the UDI is not known as the part and lot number were not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that after successfully advancing the ivus catheter, during removal, the catheter got stuck on the guide wire. Factors that may contribute to difficulty removing the catheter over the wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Additionally, manipulation of the wire, when resistance was encountered, may have contributed to the reported stretched coils and suspected core break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with a st elevated myocardial infarction (stemi) and the procedure was to treat the mid left anterior descending (lad) coronary artery with 100% occlusion, heavy calcification and heavy tortuosity. The balance middleweight guide wire was placed across the vessel and the lesion was treated with several balloons. A non-abbott intravascular ultrasound (ivus) was attempted but would not cross so another non-abbott ivus was used and was able to cross a previously implanted 3.0x38 mm non-abbott stent. Upon trying to pull the ivus out of the anatomy, the catheter became stuck on the bmw guide wire and stretched the coils at the end of the wire. A photo provided shows there is likely a break in the core. The ivus device and the guide wire were removed together as a unit. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.